Event description:
A (B)(6) female pt contacted zoll customer support to report that she is getting a "poor signal" message on her monitor screen although all of the electrodes are making contact with skin. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem ("poor signal" message on the monitor) has been confirmed. Upon eval, it was found that the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.